Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The (B)(4) clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified inaccurate sodium (na) ion-selective electrode (ise) results on cell 1. The service documentation revealed that the fse replaced the buffer valves on cell 1 which resolved the issue. Additionally, the fse replaced the ise tubing and cleaned the flow cell and reaction cup. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified inaccurate sodium (na) ise results on cell 1. Therefore, the complaint event was confirmed.

Event description:
The complainant reported that the instrument experienced inaccurate sodium (na) ion-selective electrode (ise) results. The user replaced the roller pump tubing, but the issue remained. There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.